Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The primary failure of mechanical indentations/burrs to the blades was found to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, this can prevent the blades from closing. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempt to cut completely through. The root cause of mechanical indentations/burrs to the instrument blades is typically attributed to mishandling. An additional observation that was not reported by the customer was also identified. The main tube was visually inspected and was found to exhibit signs of scratch marks scratch marks with light material removed on the main tube. The main tube scratch marks measured roughly 0.068¿ - 0.160¿ in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause of the observed scratches is typically attributed to mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the device logs for the mega suturecut needle driver (part# 471309-15 / lot-sequence# k14210921 - 0217) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on (B)(6) 2021 during a paraesophaegeal hiatal hernia performed via system serial# (B)(4). This complaint is being reported because failure analysis identified a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was "too dull to cut suture." The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has attempted to follow-up with the customer to obtain additional information related to the event. However, as of the date of this report, no further details have been obtained.